Event description:
The pt experienced discomfort and a lack of therapeutic effect and had the device system removed. The stimulator was removed intact and there was no evidence of infection. The electrode was retracted, but some of the tines were not evident. The electrode was otherwise removed in entirety. Physician was to f/u with the pt post-op.

Manufacturer narrative:
(B) (4).